Event description:
Pt had implant of a bifurcated device and a proximal cuff in 2009. Approx 5 months post implant, the pt presented with butt claudication. Images revealed thrombus between the cuff and bifurcated main body, causing the cuff to be compressed. The devices were explanted, and the pt tolerated the procedure well.

Manufacturer narrative:
Gross eval of the explanted stent grafts confirmed thrombus on the proximal extension causing a partial compression and separation between the proximal extension and bifurcated main body. There were no tears in the graft material and no fractures or disconnects in the stent wires. Method - review of lot records/work orders, prior reports. No issues were noted. Results & conclusions - this is an unusual event with inadequate info, no conclusion can be drawn at this time.